Manufacturer narrative:
Home choice was evaluated in the product analysis laboratory for the reported difficulties of overfill and "skipped drain 3 of 6 and went directly into fill 4 of 6". Review of the event log report from the returned homechoice machine shows that drain 3 of 6 was not "skipped" as the home pt claimed. The machine filled the pt, they pressed stop, bypassed dwell 3 of 6, and went into drain 3 of 6. The 2369 ml was drained in drain 3 of 6 and therapy was then aborted. The reported difficulties were not confirmed in the logs or duplicated during testing. No device failure or malfunction was identified that could have caused or contributed to the reported symptoms. The most probable cause was determined to be the drain volume percentage set too low causing incomplete drains and ultrafiltration accumulation. The device will be refurbished.

Event description:
A customer contacted baxter's technical service center to report that they were in dwell 3 of 6 and feel the homechoice (hc) machine "skipped" drain 3 of 6 and went directly to fill 4 of 6. The home pt (hp) stated the discomforting feeling of fullness woke her. The hp's abdomen was distended. The technical service representative (tsr) assisted with draining the hp and then ending therapy. The drain volume was 2369 ml (pt's fill volume was 2.2 l). The home pt's current total ultrafiltration reading was -286ml. The most probable cause of this event was determined to be the drain volume percentage set too low causing incomplete drains and ultrafiltration accumulation.